Event description:
It was reported power on does not get to the home screen. It is noted there is no error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; programmer will not boot to home page. Programmer screen stays gray for at least 10 minutes and then boots to a system error. (B)(4).